Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure for removal of twenty or more stones inside the bile duct, the physician extracted and/or crushed several of them successfully with the trapezoid basket. However the physician was unable to extract a larger stone and used an alliance handle. The stone was crushed however the wire inside the handle broke. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure for removal of twenty or more stones inside the bile duct, the physician extracted and/or crushed several of them successfully with the trapezoid basket. However the physician was unable to extract a larger stone and used an alliance handle. The stone was crushed however the wire inside the handle broke. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found the side-car was pushed back, and was crushed near the distal end. The sheath was also buckled in the same location, and the guidewire was not able to be inserted into the side-car. The basket could not be functioned as the handle cannula is broken and bent. A material review of the broken component found no anomalies and concluded that the pull-wire met the specifications. It also appears that the device was actuated in such a way that the handle cannula came into contact with the handle body causing it to bend and fail. The condition of the returned incident device was consistent with the complaint; pull wire broken. The most probable root cause is operational context as excessive force was applied to the device due to anatomical or procedural factors, which most likely caused the handle cannula to break. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).